Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral antibiotics on two occasions. The first, on (B)(6) 2015, (duration not reported), and the second, on (B)(6) 2015, for a duration of 10 days.